Event description:
It was reported to philips that the collimator shutters are unable to open fully which can impact the x-ray imaging. Device was in clinical use. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.